Event description:
This pt with a recurrent posterior communication artery (pcom) aneurysm originally coiled in (B) (6) 2002, returned for elective retreatment via stent assisted coiling. The stent was advanced to the desired location, but during the attempt to deploy it, the stent and guidewire moved back proximally. The stent was unintentionally deployed in the petrous internal carotid artery (ica) and did not cover the neck of the aneurysm. The pt suffered no complications as a result of this incident. The physician reported this event was likely the result of the pt's tortuous anatomy.